Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15651. It was reported that the patient presented in clinic for a post procedure check. Device interrogation revealed that the right ventricular lead had increasing capture thresholds. The lead was revised on (B)(6) 2019. During procedure, the atrial lead dislodged. The atrial lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Original awareness date should have been (B)(6) 2019 not (B)(6) 2019.

Event description:
New information noted that the leads were revised on (B)(6) 2019.